Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a loaner insulin pump and it was programmed properly but she had a high blood glucose. Customer's current blood glucose was 426 mg/dl. Customer's blood glucose was also 426 mg/dl at the time of the incident. Customer treated with a manual injection. Customer found that the cannula was straight when she removed the infusion set from her body. Customer performed the high pressure test and a no delivery occurred. Customer was advised to do a complete set change. Customer stated that she gave herself an injection and her blood glucose went up but now it is down. Customer stated that she changed out her infusion set this morning. Customer reported that she was trying to use her old pump but she has had a lot of issues with no delivery. Customer stated that she will give herself another injection of insulin to treat her high blood glucose.